Event description:
Caller reported experiencing occlusion alarms. The customer¿s blood glucose level was 441 mg/dl. The customer was instructed by tandem technical support to perform various troubleshooting steps in order to complete a system check. And no issues were identified. Ultimately, the customer was advised to replace supplies and continue insulin therapy.